Event description:
--

Manufacturer narrative:
(B)(4). All available information indicates that this product remains implanted and will not be replaced. This investigation will be updated should further information be provided

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician has elected to turn therapy off and not replace the device as the patient no longer needs it. There were no adverse patient effects reported.